Event description:
The customer reported that the foot pedal was stuck in the on position when the system was turned on and produced uncommanded x-rays. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable at this time.